Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported hospitalization due to seizures caused by low blood glucose. Customer was at a friend's house when the seizure occurred. Customer was given glucagon at the hospital which raised the blood glucose level to 109 mg/dl. Nothing further reported.